Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery with heavy calcification, a 1.5x15 otw mini trek dilatation catheter was advanced, but could not cross the lesion. A 3.0x20 nc trek rx dilatation catheter was advanced, but could not cross the lesion. A 2.5x12 nc trek rx dilatation catheter was advanced, but could not cross the lesion. A 2.75x20 nc trek rx dilatation catheter was advanced, but could not cross the lesion. A 2.5x20 nc trek rx dilatation catheter was advanced, but could not cross the lesion. A 1.2x6 trek dilatation catheter was successfully advanced, and treated the target lesion satisfactorily. Reportedly, the patient will be back for a rotablator procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that the 2.5x12 nc trek rx dilatation catheter was returned with blood and contrast in the inflation lumen and in the balloon, the balloon was loosely folded, and the there was a longitudinal balloon rupture. Additional reported information indicates that the balloon was inflated in the proximal portion of the lesion to try and help cross the lesion but ultimately could not cross the lesion. Reportedly, there was no specified damage noted or balloon ruptures reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.5x15 otw mini trek and 2.5x20 nc trek rx referenced are being filed under separate medwatch reports. The device was returned for evaluation. The reported difficulty crossing could not be replicated in a testing environment as it was based on operational circumstances. Returned device analysis revealed a balloon rupture. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.